Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the files should be transferred from the c drive to the d drive. The field service engineer collaborated with technical support specialists to transfer files from the c drive to the d drive and cleared the database, successfully resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the device operated slowly and occasionally failed to open in a timely manner. The customer reported that the malfunction caused a delay in the dispensing of medication to the patient due to the slow opening of compartments for the patient's drugs. There were no adverse events or injuries reported based on this incident.